Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Possible probable cause could include but not limited to procedural variance or user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery, inside the patient, of the redapt drill guide. It was advised that the drill guide was fully seated within the screw hole to avoid damaging the tabs according to surgical technique. But this was found to create difficulties in seeing the drill bit and knowing if it was fully seated in the bone within the drill guide to be ready to drill. When he felt resistance he thought the bit must be sitting on the bone, so he began to drill, but found that it really was not and this caused the bit to bend without drilling the bone. The procedure finished with a smith and nephew backup device. Surgical delay less than 30 minutes. Patient injuries were not reported.